Event description:
It was reported that a pt underwent a pelvic floor prolapse repair in (B) (6) 2009. After several unsuccessful attempts at mesh revision, the pt sought eval and treatment of a large posterior vaginal wall mesh erosion. An operation was performed to remove the eroded vaginal mesh from the posterior vaginal wall in (B) (6) 2010. No add'l info was provided.

Manufacturer narrative:
(B) (4). (B) (4) - mesh exposure. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.